Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-01548. It was reported that the patient's leads had migrated. In turn, the leads were explanted and replaced, which addressed the issue.